Event description:
It was reported from the pediatric cardiovascular unit that they have continued to experience the pca syringe modules alarming for ¿syringe patient pressure¿ during midazolam, morphine and fentanyl infusions. The alarm issues started when the customer recently changed to a non-bd 60 ml syringe, due to a recent product change to the bd 60ml syringe. The cardiovascular unit pca tubing set-up includes an anti-siphon valve to decrease air in line. The pca tubing also has an anti-siphon valve on it so there is a large amount of downstream pressure and cracking pressure that has to be resolved on 2 anti-siphon valves in order to open the valve. It is important to note that it appears to be happening most with infusions that are running at a lower flow rate. The pediatric patients are requiring additional pain medication bolus' to counteract the event.

Manufacturer narrative:
Cont'd from d.11: (3) monoject 60ml syringe; (6) anti-syphon valves. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. The customer provided that the patient was a pediatric patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation. Information requested but not provided.

Event description:
It was reported from the pediatric cardiovascular unit that they have continued to experience the pca syringe modules alarming for ¿syringe patient pressure¿ during midazolam, morphine and fentanyl infusions. The alarm issues started when the customer recently changed to a non-bd 60 ml syringe, due to a recent product change to the bd 60ml syringe. The cardiovascular unit pca tubing set-up includes an anti-siphon valve to decrease air in line. The pca tubing also has an anti-siphon valve on it so there is a large amount of downstream pressure and cracking pressure that has to be resolved on 2 anti-siphon valves in order to open the valve. It is important to note that it appears to be happening most with infusions that are running at a lower flow rate. The events are impacting the patients ability to manage pain.